Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted at times on stored electrograms (egm) on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.